Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Field service specialist (fss) visited the account and checked the system. Fss found max energy low but in the acceptable scope. He decided to change the glass and optimize the laser as a preventive measure to ensure max energy drop from occurring. He reported there is no relation between this and the flap issue. Fss mentioned that system had no issue and the flap issue was due to the user application. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported while creating 1/4 of the flap, obl (opaque bubble layer) occurred. Initially, obl was not too much. But when completing the laser firing, it covered approximately 3/4 cornea. When attempting to lift it was difficult and noticed a thin flap. Surgeon did not proceed. The surgery was delayed for 1 month and during this time it was reported patient used eye medicine (unknown) that promoted recovery of cornea and antibiotic. After second surgery, patient's vision reached desired results. It was reported it was only one case and after this event all surgeries were ok.